Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approx 8 years ago. Eval was not possible, as the products were not returned. Product info required to review the device history records for the reported patella was not provided. The investigation could not verify or draw any conclusions about the reported patella pain based on the provided information. Based on the investigation findings, the need for corrective action is not indicated. Should add'l info be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Patient was revised to address a painful patella. Minimal poly wear of the insert was found intraoperatively.